Manufacturer narrative:
The device was not being used for patient treatment at the time the fault was noted. The subassembly involved was an air separator assembly. Which was found to be leaking to atmosphere from the seam. With the cessation of all manufacturing activities in december of 2002, gambro renal products is no longer a medical device manufacturer. Eval results: the clinic requested equipment service after noting a leak to atmosphere from the air separator assembly. Gambro technical services (gts) confirmed the leak, noting that it originated from a cracked inlet port. The air separator was replaced and returned to the manufacturer for failure investigation. The reported condition was duplicated and the evaluation summary is attached. No patient involvement was reported.

Event description:
The clinic requested equipment service after noting a leak from the air separator. Gambro technical services (gts) diagnosed a leak from a cracked inlet port. The assembly was replaced and returned to the MFR for eval. The part was evaluated on 10/22/2004 and the results of the investigation are included on fin record, a copy of which is included with this report. The failure mode was diagnosed in the field and duplicated in the manufacturer's investigation. No patient involvement was reported.